Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that during insertion procedure guidewire uncoiled. No harm to patient reported to the date of submitting this report. Severed guide wire was retrieved without surgical intervention. Manufacturer reference # (B)(4).

Manufacturer narrative:
Getinge received a customer complaint about a broken guide wire relating to the picco catheter. The investigation was performed in order to conduct analysis of that topic. On-site inspection and provided in record information confirmed the reported damaged catheter. The faulty guide wire was sent for further investigation. Visual inspection of the returned part confirmed the reported issue. There was no patient harm due to issue. The device failed to meet its specifications. The cause of the reported issue has not been determined. There is no indication for a systematic root cause as a deficiency of design, production or material.

Event description:
Manufactures reference ID: (B)(4).